Event description:
The test strips come in containers of 60 and 15 per bottle. The test strip containers of both sizes arrived at the hospital with the tops popped open. The test strips are ph reactive. The open containers deem the test strips unable to be used. Continual back orders and unavailability of the strips prompted a call to the manufacturer in order to find out what the problem was. There has been no written communication from the manufacturer about this problem. In speaking with a representative, the manufacturer's subcontractor who provides the containers for the test strips altered the design of the bottle. The manufacturer has rationed its supply to all of its national customers and states that the problem will not be solved for months. This is not a feasible solution given the volume of strips used for our multiple locations (and other facilities around the country) and the fact that six strips out of each bottle are used to test each bottle's batch for efficacy (the manufacturer requires 3 negative results and three positive results for a total of 6 test strips to "verify" the bottle). The unreliability of the present test strips used has led to testing patients for post infections.